Event description:
It was reported that a minicap sponge had partially dry iodine. It was stated that the sponge looked light yellow with some brown at the bottom of the sponge. The minicap was used. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 4 of 18.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from 02/27/2015 - 03/04/2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.